Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported cuff miss/suture break was not confirmed as all components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy closure was the mildly tortuous, mildly calcified right common femoral artery. Reportedly, a very small hematoma was observed and no treatment was was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous, mildly calcified femoral artery was attempted using a proglide device with a 7 fr sheath after a balloon aortic valvuloplasty (bav) procedure. Reportedly, after the proglide plunger was removed, no suture was noted at the needle tip and a cuff miss or suture break was suspected. Manual arterial compression was performed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.